Event description:
Pt implanted with plate and screw construct on an unk date. Pt complained of tendon pain. Fracture noted as healed. Pt returned to operating room on (B)(6) 2012 for removal of hardware. Pt retained hardware. No further info is available. This is the 1st of 10 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.